Manufacturer narrative:
The expedium one handed rod approximator [product code: 2797-12-510, lot no: mf3873701] was returned for evaluation. Visual examination revealed that the fracture occurred at the spring tab. The device was then sent to fracture analysis. Analysis found evidence that the fractured surface of the approximator exhibits a rough grainy pattern that appears fairly uniform. This pattern is indicative of a static high load brittle failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the instrument breaking at the spring tab cannot be positively determined. However, the fracture analysis report indicated that the fractured surface of the approximator exhibits a rough grainy pattern that appears fairly uniform. This pattern is indicative of a static high load brittle failure. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Event description:
After attaching reducer to expedium screw head, the surgeon squeezed the instrument in order to perform reduction. When he did, the instrument broke at the distal tip making in unusable for surgery.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.